Manufacturer narrative:
Concomitant medical products: 500ml bag of sodium chloride; therapy date: (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the distal needleless port during an IV push of idarubicin. The leak occurred at the texium seal connection between the texium syringe and the IV tubing needleless port. Before the leak was discovered, only a partial dose of idarubicin was administered. The physician reordered another dose of the medication and the patient received it later in the day. No reports of patient harm.

Manufacturer narrative:
Concomitant products: 500ml bag of 0.9% nacl injection, usp (lot 55-710-fw, exp. 07/01/17, (B)(4)); therapy date (B)(6) 2015. The customer¿s report of a leak at the distal port of the IV tubing set while connected to a syringe was not confirmed. Visual inspection with a microscope revealed damage on the smartsite piston of set model 10013361t. Pressure testing observed the slow, intermittent formation of air bubbles at the smartsite ports of set model 10013361t. Further visual inspection with a microscope revealed a very small gap at the perimeter of the blue smartsite piston and the inside perimeter of the white female luer adaptor of the smartsite port. For both the proximal and distal smartsites, this gap corresponded with the origin of the air bubble observed during pressure testing. Despite the observed gaps, functional testing proved that the pistons were sealing correctly and functioned without fault for normal clinical use. The root cause of the damage is unknown.